Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-jan-2025. Investigation summary bd received 25 samples for investigation. The samples were evaluated by visual examination and functional testing by activating the quick release mechanism and by connecting to blood collection devices and the indicated failure mode for separated during use with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing by activating the quick release mechanism and by connecting to blood collection devices and no issues were observed relating to separated during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separated during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® brand pronto¿ quick release needle holder, the needles came loose from the holder, requiring sample recollection. This occurred 30 times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4 medical device lot #: 24e22 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® brand pronto¿ quick release needle holder, the needles came loose from the holder, requiring sample recollection. This occurred 30 times. No adverse impact was reported regarding the patient or user.